Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the analyzer cables exhibited high impedance. It was noted that the continuity tests measured open circuits due to bent pins 21, 22, and 25 in the plug. All continuity tests performed with test probes were ok. The correct resistance was observed between pins 3 and 5 at 20 ko (kilohms). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the analyzer cables were unable to function normally and exhibited high impedance when the analyzer clips were clipped together and tested. It was noted that the impedance reading was over 3000 ohms. No patient complications have been reported as a result of this event.